Event description:
The account alleged the bed exit not alarming at the nurses station. No pt impact.

Manufacturer narrative:
The tech checked the bed exit and no problem was found. The tech found the issue to be a bad sidecom cable. No further info is available on the repair of the bed at this time.